Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/24/2020. Corrected information: d3, g1, g2. Additional information: h4, h6. A manufacturing record evaluation was performed for the finished device pkk695 batch number, and no non-conformities were identified.

Manufacturer narrative:
Date sent to the FDA: 05/08/2020. A manufacturing record evaluation was performed for the finished device mcp496 batch number pkk695, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/20/2020. H3 evaluation: it was received for analysis an empty opened foil, an empty labeled winding former, a used needle-suture piece and a suture piece of product code mcp496g, lot pkk695. During the visual inspection of the needle-suture piece, the swage and attachment area were noted to be as expected; however, marks on the body needle that appears to be by the use of a surgical instrument could be observed; the sutures piece were examined, and the end isn't broken, it's cut appears to be by the use of a surgical instrument. Due to the condition of the sample the functional test can¿t be performed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to condition of the opened sample, the assignable cause of performance breakage suture suggests an improper handling and the complaint is observed due to external cause.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/19/2020. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and the suture was initially placed interrupted. The tissue the suture was used on, untied after she passes skin. The suture was not tied. One tissue pass had occurred before breakage. In relation to the needle, the approximate location of suture breakage was 6 inches. The suture untied in two pieces.